Manufacturer narrative:
(B)(4). Implant date: unknown date in (B)(6) 2017. Concomitant medical devices: femoral component option size f catalog#: 00599601601 lot#: 63411786. Articular surface size ef 10 mm height catalog#: 00596404010 lot#: 63394779. Palacos bone cement catalog#: 66017569 lot#: 85904606. Foreign source: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision due to tibial loosening. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a1, a2, b3, b4, b5, d2, d6a, d6b, d10, e1, e2, e3, e4, g1, g2, g3, g6, h1, h2, h6, and h11.

Event description:
It was reported that patient underwent a left knee revision procedure approximately six years post implantation due to pain and tibial loosening.  Attempts to obtain additional information have been made; however, no more is available.